Event description:
Patient presented to the physician with potential infection, wound dehiscence, warmth, and discharge at the site of the ipg. Physician prescribed antibiotics. Patient presented back to the physician with improvement in the chest incision. Physician instructed the patient to remain on antibiotics.